Event description:
It was reported that the patient experienced a shocking or jolting sensation following a car accident on (B)(6)-2013. It was stated that it felt like the implantable neurostimulator (ins) moved and ¿shorted.¿ additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).